Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy due to supraventricular tachycardia (svt) which resulted in the patient being hospitalized. Technical services (ts) was consulted to review device data and confirmed the rhythm appears to be sinus driven as there are notched wide complexes. Ts informed if the physician wants to postpone treatment, a new template should be acquired at elevated rates. At this time, the device remains in service. No additional adverse patient effects were reported.